Event description:
It was reported that the rotation speed was unstable. The target lesion was located in the left anterior descending artery (lad). A 1.50mm rotapro was selected for use in an atherectomy procedure. During the initial platform test, external to the patient, the speed was set to 160,000 rpm. The device was run with saline and a mixture of rotaglide along with a pressure bag. It was observed that while adjusting the knob to the desired speed, the dial did not react, and there was a delay in reaching the desired speed. Once the desired speed was set, the burr was advanced just prior to the lesion. During ablation, the speed climbed to 270,000 rpm. The burr was removed under dynaglide mode, and the burr was platformed again with the speed set to 160,000 rpm. The physician was able to complete the procedure but stated the pitch of the burr did not sound normal. There were no patient complications.

Manufacturer narrative:
A2 age at time of event: over 18 years of age. Device analysis by MFR: returned product consisted of the rotapro atherectomy system. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection presented no damage or irregularities to the device. Functional testing was performed by attempting to rotate the drive shaft; however, it was unable to rotate. The device was then connected to the rotapro console and functional tested. When the device was started there was a stall error right away, not letting the console run or respond to the device. As the drive shaft would not rotate and when tested there was a stall message, and there was no visible damage to the advancer that could be associated with the failure to rotate. The advancer was torn apart and confirmed that the ultem was melted and the turbine was corroded.

Manufacturer narrative:
Age at time of event: over 18 years of age.

Event description:
It was reported that the rotation speed was unstable. The target lesion was located in the left anterior descending artery (lad). A 1.50mm rotapro was selected for use in an atherectomy procedure. During the initial platform test, external to the patient, the speed was set to 160,000 rpm. The device was run with saline and a mixture of rotaglide along with a pressure bag. It was observed that while adjusting the knob to the desired speed, the dial did not react, and there was a delay in reaching the desired speed. Once the desired speed was set, the burr was advanced just prior to the lesion. During ablation, the speed climbed to 270,000 rpm. The burr was removed under dynaglide mode, and the burr was platformed again with the speed set to 160,000 rpm. The physician was able to complete the procedure but stated the pitch of the burr did not sound normal. There were no patient complications.